Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to lab meter comparison. He tested on his meter, in a fasting state, and had a reading of 147 mg/dl. He then went to the dr's where a lab test result was 110 mg/dl. He returned home and within 30 mins of lab test, retested on his meter, with a reading of 144 mg/dl. The time stated for all of his tests was within an hr. He said that he was not feeling well, but did not report any specific symptoms.